Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. During the explant procedure, a urethral injury occurred, which was unrelated to the device. The injury was treated, and only the cuff was removed, but was not replaced. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of urinary incontinence and tissue damage are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) cuff underwent a thorough analysis. The cuff was visually inspected and tested for leaks. Visual inspection revealed that the cuff was identified to have folds. No leaks were identified. Based on the information available and analysis results, a conclusion code of known inherent risk of device was assigned to this investigation as the allegations relates to urinary incontinence and tissue damage.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. During the explant procedure, a urethral injury occurred, which was unrelated to the device. The injury was treated, and only the cuff was removed, but was not replaced. No additional patient complications were reported.